Event description:
Inappropriate use of dolorclast on pt wrist with irreversible damage.

Manufacturer narrative:
Dolorclast is an extra corporeal shock wave device intended for use in treating soft tissue orthopedic diseases. Dolorclast is intended for treatment of chronic proximalplantar fasciitis.